Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 23-aug-2025, the user reported their ilet would not charge, dropping from 8% to powering off despite multiple attempts and outlets tested. The user's phone charged successfully on the same charger. An overnight replacement ilet with a new case was arranged, and the user will use multiple daily injections (mdi) until it arrives. Bg was not affected. No symptoms reported during the event, and no medical intervention required at the time of call.